Event description:
A search of the (B)(4) database on (B)(4) 2015 found (B)(4) report number (B)(4) that states the following: "dr was finishing his cataract procedure by hydrating the wound to close the incision when the cannula came off the 3cc syringe and went into the patient's eye rupturing the capsule." This report has been attached for your reference.

Manufacturer narrative:
Results - based upon evaluation of retention samples from representative lots of similar product. Conclusions - based upon evaluation of retention samples from representative lots of similar product. The actual device availability could not be determined due to the lack of contact information for the user facility provided in the (B)(4) database entry. Since the product code and lot number information was not provided, retention samples and current lot samples from random 3ml product codes were evaluated. The samples were visually evaluated with no defects noted. Functional testing of the samples confirmed the products met manufacturer's specifications. Simulation testing was conducted. Using current lot samples, a needle was attached to the syringe and tightened properly. The needle remained tightened throughout aspiration and injection. Lot history file review of the representative lots revealed no machine trouble or irregularities were encountered during manufacturing that would affect the product's functionality. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Availability indeterminable.